Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. Technical services (ts) stated that if the threshold is within range, then it would be okay for the lead to remain in use. The lead remains in use. No adverse patient effects were reported.